Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist for exam. The dentist found that the patient still has rotations, slight right cross bite, and a deep bite. Recommended that they see an orthodontist to have them treated by an orthodontist. Ortho referral given to patient. Letter of recommendation provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.